Manufacturer narrative:
The manufacturer previously reported receiving information alleging an error code related to a pressure sensor mismatch. There was no harm or injury reported. The device's machine flow sensor was replaced to address the issue and evaluated by the manufacturer's product investigation laboratory (pil) and pil was able to confirm a failure of the machine flow sensor.

Event description:
The manufacturer received information alleging an error code related to a pressure sensor mismatch. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.